Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensed noise on the right ventricular (rv) channel. As a result, non-sustained ventricular tachycardia (nsvt) episodes were stored. Additionally, the rv channel exhibited intermittent decreases in pacing impedance measurements, measuring less than 200 ohms. Technical services (ts) suspected the rv channel exhibited undersensing as well. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensed noise on the right ventricular (rv) channel. As a result, non-sustained ventricular tachycardia (nsvt) episodes were stored. Additionally, the rv channel exhibited intermittent decreases in pacing impedance measurements, measuring less than 200 ohms. Technical services (ts) suspected the rv channel exhibited undersensing as well. No adverse patient effects were reported. This ICD remains in service. Additional information was received that during an in-clinic visit, this ICD system exhibited loss of capture (loc) and loss of sensing on the rv channel. This ICD system was reprogrammed with tachy therapies off. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This report is being submitted as additional information was received that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) and loss of sensing on the right ventricular (rv) channel. Additionally, tachy therapies were programmed off. If pertinent information is provided in the future, a supplemental report will be submitted.